Manufacturer narrative:
As of today, the suspect device has not yet been returned to olympus for evaluation. Prior to the device evaluation, the device will be sent out for additional microbiological testing. Once the investigation has been completed, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the gastrointestinal videoscope tested positive for pseudomonas aeruginosa in biopsy channel for 4 cfu/ml. After reprocessing it tested positive in biopsy channel for 2 cfu/ml. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the legal manufacturer's final investigation. The customer provided the cds processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. Precleaning was performed immediately after the patient procedure. Water was aspirated through the instrument/ suction channel with a suction pump. Manual cleaning: the device passed leak testing. The brushed points are instrument/ suction channel, suction cylinder, and instrument channel port. Manual disinfection: the device was rinsed before manual disinfection. The disinfectant used for manual disinfection is concentrated disinfectant. All channels were flushed and immersed into the disinfectant. The water quality used in the final rinse is filtered water. Automatic endoscopic reprocessor (aer): an soluscope 4 aer, with soluscope cnl detergent and concentrated disinfectant are used for automatic cleaning. All channels were connected with cleaning tubes when the endoscope was setting up into the aer. The expiration date of disinfectant is controlled. The disinfectant solution met the minimum effective concentration (mec). The water quality of the rinse water is controlled with a water filter. The water filter is replaced periodically in accordance to instructions for use (IFU). The device is blown dry with compressed filtered air and is stored in a drying cabinet. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: distal end unit, instrument / biopsy / suction channel, air / water channel, auxiliary water channel. Cfu: no detection. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - air water cylinder has no color - suction cylinder has no color - due to wear of angle wire, bending angle in up direction does not meet the standard value - adhesive around objective lens has a chip - adhesive on bending section rubber is detached - universal cord has a wrinkle however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.